Event description:
It was reported that the pump touch screen was missing pixels. Customer's blood glucose was 122 mg/dl. Customer will continue to use pump for insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.